Manufacturer narrative:
(B)(4). Visual evaluation of the returned device found the flare detached and the handle cannula in good condition. The device has evidence of the flaring process. The complaint was confirmed; the device has the flare detached. However, review and analysis of all available information failed to indicate a root cause of the failure and is therefore undeterminable. A review of the device history record (DHR) was performed and no deviations were found. A search of the complaint database confirmed that no other complaints exist for the specified batch.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, when the device was unpacked, the proximal end of the sheath was detached from the handle, and the device failed to extend when actuated. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.

Manufacturer narrative:
(B)(4). The device has been received but an evaluation has not yet been performed; therefore, a failure analysis is not available. If there is any further relevant information received, a supplemental medwatch report will be filed. At this time, we are unable to determine the relationship between the device and the cause for the event.

Event description:
It was reported to boston scientific corporation that a rotatable small oval snare was used during a colon polypectomy procedure performed on (B)(6) 2016. According to the complainant, when the device was unpacked, the proximal end of the sheath was detached from the handle, and the device failed to extend when actuated. The procedure was completed with another rotatable small oval snare. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be good.